Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that the IV tubing come apart.

Manufacturer narrative:
The customer reported that the tubing came apart, and returned photos of material 2426-0500, lot 24073135. Upon initial visual examination, the set verified the complaint of separation below the drip chamber. There is no physical sample available for the investigation. The manufacturing plant found the root cause for the separation to be related to solvent dispenser malfunction. To enhance the bonding process, the plant is adding a jig and fixture to the current setup used for assembling the drip chamber to the tubing. In addition, a quality alert was created for awareness tot he personnel involved in the operation of the tubing bonding. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.